Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose of 50 mg/dl with a severe headache associated with a reminder issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the patient did not received an alarm on the pump when they were trending low, resulting in a low bg. During troubleshooting with customer technical support, it was revealed that the reminder feature was turned on under the set up menu. This complaint is being reported because the patient allegedly experienced hypoglycemia because of the pump not properly alarming.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 08/31/2015 with the following findings: the alarm history user settings showed all reminders were disabled. The last basal delivery in the black box was on (B)(6) 2015 at 4:27pm. The pump was powered off for 19hr from (B)(6) 2015 at 5:51pm to (B)(6) 2015 at 12:30pm. The basal program was manually changed from 3.025u/hr on (B)(6) 2015 to 0.025u/hr on (B)(6) 2015 at power on. The total daily doses added up and reflected the programmed basal rate target.¿ez-prime¿ steps were performed correctly and the pump reflected 24u after a 24hr on 1u/hr basal program; the product delivered within specifications. Reminder1 was unable and set to 7:30am and reminder3 was unable and set to 1hr post bolus. A 10u test bolus was performed at 7:00am and the pump gave the appropriate audible and visible reminder1 at 7:30am and reminder3 at 8:00am; the product performed within specifications. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).